Manufacturer narrative:
Updated fields : b4, b5, g3, h2, h6(medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, fse stated rescue unit not fully seated into the cart causing the batteries to not charge. Fse re seated the unit into the cart and the batteries are now charging and the unit is working correctly.

Event description:
It was reported that during routine testing of cardiosave intra aortic balloon pump (iabp) batteries were not charging. There was no patient involved and no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cardiosave intra aortic balloon pump (iabp)¿s batteries were not charging. There was no patient involved.